Manufacturer narrative:
This report was initially submitted on (B)(6) 2011 with a duplicated MFR report number. The number has been corrected on this medwatch and resubmitted. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2005 confirmed a loose femoral component, but the loosening interface is unknown and the cement manufacturer is unknown at this time. An unknown patella is being added to the complaint for the previously alleged osteolysis. The insert has already been reported that was placed during the (B)(6) 2005 revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/18/2014- medical records received. A date for the orginal doi was provided. After review of the medical records the first revision note confirmed loosening of the femoral component. The second revision operation wasn't included with these medical records. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Upon investigation, MDR (B)(4), MFR 1818910-2011-12224 was identified as a duplicate of this report and has been rejected. This report will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Although no device associated with this report was returned for evaluation, review of the provided radiographs confirmed the fracture of the medial femoral condyle. A complaint database search found previous reports for the lcs rot plat brng std/10mm and the lcs comp mod rev fem cem l std. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot codes. Medical records and x-rays were received and reviewed. From a medical perspective, based on the information available to be reviewed in the medical records, it is not possible to determine if the complaint is product related. The three available x-ray films were reviewed. No evidence of anything indicative of a device nonconformance was found. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pt reported revision due to femoral loosening. It was also reported that he was revised again 6 years later due to device fracture.